Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 9.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragments were received, the lead tip was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple abrasion marks, in particular 2 cm to 11 cm proximal to the lead tip. The insulation was still intact. Based on the characteristics of the damage, constant friction against another implantable device such as a nearby lead should be taken into consideration. Furthermore cuts in the insulation were observed which most likely resulted from the extraction procedure. Blood penetrated the lead in these areas. With regard to the dislodgement reported in the complaint description the analysis did not reveal any deviation which might have contributed to the clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.